Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with 12 units of insulin after which he changed everything and planned to give another 4 units. The customer stated that he was ready to insert a sensor and found that the top piece of the plastic was not there to be removed. The customer stated that the adhesive was not there. The customer stated that when he removed the piece, he pulled the paper backing off of the bottom piece of the sensor. The customer will have the sensor replaced.